Manufacturer narrative:
The reported event was confirmed as manufacturing related. Although a root cause could not be determined, a potential root cause is mechanical failure. Visual evaluation noted 5 unopened coloplast mec was received. No obvious defects were noted. Further testing required. Adhesive peel test was performed. Samples were tested . Samples were cut to the required width (1.00" +/- 0.05"). Adhesive peel strength was found to be higher than specification (1.34-4.30 lbf) for one sample tested. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "description/indication: the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication: do not use on irritated or compromised skin. Precaution: do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply: wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive."

Event description:
It was reported that the male external catheter had strong adhesive.